Event description:
It was reported that that patient's implantable pulse generator (ipg) had not telemetry or output when interrogated. The ipg wasexplanted and replaced. It was noted that the patient had not had a device check in over five years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.